Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
The caller reported the adhesive from the infusion sets were not sticking to the patient's skin. The caller alleged that this has occurred with infusion sets from 3 different lots. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because it is not possible to perform a self-adhesive test on a used device.